Event description:
It was reported during a da vinci si surgical procedure the small clip applier instrument was noted to have broken tips, separated from the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that both clip applier grips were broken off and broken pieces were not returned. The grips were fractured at midpoint of the tip. Engineering concluded that damage was likely due to mishandling. Engineering also found indentations on the distal idler pulley and deep scratch on the main tube. The distal idler pulleys had several indentations along the edges. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.